Event description:
This was a left-sided lead extraction conducted in the ep lab to extract one of two total leads. It was discovered the patient's mdt 6949 fidelis rv was fractured with no inappropriate shocks. The patient was asked to come in for lead extraction. The ra lead (mdt 5076) was functional and was not planned on being extracted. The patient was placed under general anesthesia, arterial line was placed by anesthesiologist, fluoroscopy was in use, and tee was available. Pre-operative films revealed no obvious lead embedment or perforations. The pocket was opened, lead was cut, the insulation of the mdt 6949 was cut away, and a lld-ez was inserted. Lasing began with the 14f sls ii with the addition of a visisheath m 43cm outer sheath. Significant adhesions were encountered, and while progression was slow, it remained constant. There was no evidence of lead buckling via fluoroscopy. After 3 minutes and 20 seconds of lasing time, at approximately 2cm from the distal tip of the lead, the patient's abp dropped sharply from a baseline of 98 to 30 within 15 seconds. Medication was given and arterial line checked for potential issues. Code timeline: 4:59 - arterial pressure drops; 5:02 - cvs/trauma surgeon mass page sent out; 5:04 - chest compressions begin; 5:11 - tee showed hemothorax and cardiac effusion; 5:14 - md asked for blood and attempted pericardiocentesis; 5:15 - trauma surgeon enters the room; 5:20 - begins cutting the chest with blade - chest tray is not available in ep lab - retrieving tray from operating room; 5:23 - blood arrives in the room (typed and screened); 5:28 - large sheers are used to open the chest; 5:30 - chest open. Over 2 liters of blood were lost; 5:43 - code was called and the patient expired.

Manufacturer narrative:
Device not received.